Manufacturer narrative:
Manufacturing site evaluation: investigation is pending (release of surgeon is missing). Additional information/ investigation results will be provided in a follow-up report.

Event description:
It was reported that there was a postoperative issue with a progav 2.0 valve. It was explanted due to a malfunction, and had bveen unable to be adjusted. Additional information has been requested. No information about the patient and the implantation/removal are available. First request submitted on 05/27/2020.

Event description:
The product was re-sent for investigation with the surgeon's release. The investigation was done.

Manufacturer narrative:
New information are available: b5, d7 & d10 were updated. Investigation is completed: investigations: visual inspection: no abnormalities were observed. Permeability test: the test showed that the progav 2.0 shunt system is permeable. Computer controlled test: the computer controlled test has shown the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/hr in a horizontal position, to be 15.02 cmh2o. This is within the specified tolerance of 15 cmh2o ± 3 cmh2o. Additionally, the shunt assistant was tested according to standard procedure in the horizontal and vertical position. At a fixed opening pressure of 25 cmh2o in the vertical position, a pressure of 26 cmh2o ± 3 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the vertical position, the shuntassistant had a pressure of 23.63 cmh2o. This is within the specified tolerance of 26 cmh2o ± 3 cmh2o. The test, performed in the horizontal position at a reference flow of 20 ml/hr, has shown that the shuntassistant with a result of 1.73 cmh2o is operating within the specified tolerance (2 cmh2o ± 2 cmh2o). Adjustability test: thus indicating whether the valve is fully adjustable within the full range of specified pressure settings (in increments of 5 cmh2o). The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, some deposits were found in both valves. Results: based on our investigation, we are not able to substantiate the claim of "nonfunctioning valve". However, we assume that the significant deposits found within the valves may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
The device was not released for investigation. (Signature of the surgeon required) no more informations about the patient and the product are available. No evaluation was able to be performed. Based on our documentation however we can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.